Event description:
It was reported that the device was explanted after an implant duration of zero days. On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to a sizing issue. Per the operative report of (B) (6) 2009, "a 21 mm carpentier-edwards pericardial valve could fit on the annulus. Pledgeted stitches of 2-0 ti-cron with the pledgets on the aortic side were placed and, after placement of the stitches, the patient was given another dose of cardioplegia using a hand-held cannula directly into the left main ostium and also into the right coronary artery ostium. The valve sutures were then passes through the sewing ring of the 21 mm carpentier-edwards and the sutures were tied down. On further examination, it was noted that the right coronary artery was not visualized and there was concern that it may have been obstructed either by the pledgets or the coronary may have been kinked. Since the patient already had vein stripping on both extremities, it would not have been possible to do a bypass on the right coronary artery which did indeed have 50% stenosis. The decision was therefore made to remove the valve and implant a 19 mm carpentier-edwards valve. The 21 mm valve was removed."

Manufacturer narrative:
Sizing issue. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. The device history record (DHR) review was completed and there was no nonconformance found related to this event.